Manufacturer narrative:
The pump is not available for eval as it remains in use supporting the pt. No additional info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 14 months post implant, the vad coordinator reported that the pt had developed anemia due to gi bleeding. The pt underwent an esophagogastroduodenoscopy (egd) and colonoscopy. The egd revealed that blood was noted to be coming down the esophagus due to epistaxis. Gastritis was also noted. Diverticulosis in the sigmoid colon was discovered via the colonoscopy. The pt experienced massive epistaxis from the nasogastric tube insertion prior to the gi scope. He is doing well now with no further issues reported.